Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited high pacing lead impedance measurement greater than 2,000 ohms. Additional information received indicated that high pacing lead impedance measurements continue to be an ongoing issue. This device and lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received that this device has been explanted. There were no adverse patient effects reported. The device has not been returned for analysis and further information cannot be obtained. This report will be updated if further information becomes available.